Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient states that he fell it¿s been within the last couple months but he¿s not sure exactly when. Patient states he fell while getting out of the bathtub. Patient usage is at 98%. Patient programming was not using any of the contacts that had high impedance of greater than 40,000. Impedance check shows that contact 11 contact 12 contact 13 and contact 15 we¿re all high impedance. Patient denies all their complaints at this time and states that his relief did not feel as though it has changed. The issue was resolved at the time of the report. No symptoms were reported. Additional information was received from a rep. Patient states that he fell 2 days ago which would be february 20. Cs did an impedance check again today and contacts 10 through 15 all show greater than 40,000. Patient states that he forgot to go get his x-ray per hcp's request. Patient is to leave clinic visit today to get x-ray to see if leads have moved. Cs gave patient a new group in group c to avoid using any damaged contacts.